Event description:
The customer stated the connection to the architect i2000 instrument was broken and spraying. One employee was sprayed in the face but did not get in their eyes, just a splash on their cheek. The employee was sent to occupational health for evaluation. No treatment was given. It was confirmed that it was the water line that broke. No negative impact to the user or patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the broken pressure regulator assembly (rohs), resolving the issue. The instrument service history review for (B)(6) revealed no additional service tickets associated with spraying water into an operator's face due to the pressure regulator assembly (rohs). A review of tracking and trending for the architect i2000sr did not identify an increase in complaint activity. A review of tracking and trending for the pressure regulator assembly (rohs) did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i2000sr for serial (B)(6) or the pressure regulator assembly (rohs) were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated the connection to the architect i2000 instrument was broken and spraying. One employee was sprayed in the face but did not get in their eyes, just a splash on their cheek. The employee was sent to occupational health for evaluation. No treatment was given. It was confirmed that it was the water line that broke. No negative impact to the user or patient management.